Event description:
Three days post hardware revision surgery she got up, went to the toilet, which was apparently a low toilet seat and she sat down hard. She noticed immediate increasing pain and a loud snapping and cracking sensation. X-rays confirmed that the rod-to-rod connector had broken out. She was returned to surgery to revise the apparently broken implanted hardware (B)(6) 2016. Removed: nuvasive 5.5 rod system and anterior lumbar interbody fusion cage. Implanted nuvasive quad rod construct 6.0 with cobalt chrome rods on the inside, the rods and titanium lateral rods cross-linked x1, bilateral globus rise cages with autologous iliac crest bone graft were placed.